Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4471 - tired eyes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v0285 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient reports she is seeing three (03) rings arounds lights and headlights and cannot drive at night. Visual clarity is good and blurriness is off and on but getting better in both eyes. In addition, both eyes feel tired. The suspect iol is not available for return as it remains implanted. No further information is available.